Manufacturer narrative:
B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No low batt alarm noted during testing. No unexpected low batt noted in the formatted history file. Pump error 25 confirmed in the formatted history file. Detail trace analysis confirmed the pump alarmed power error 25 was triggered due to connector resistance issue. After disconnecting and reconnecting the internal battery connector, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Unit had minor scratched display window, damage display window cover, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer.

Event description:
It was reported via phone call that insulin pump had low battery alert. Customer¿s blood glucose was unknown at time of incident. Customer states that they had changed batteries. Insulin pump will be return for analysis.